Event description:
During a post-dilatation of a transfemoral valve in valve (viv) procedure using a 26mm sapien 3 ultra valve, inside a non-edwards aortic valve, difficulty was noted upon withdrawal of the non-edwards balloon catheter into the esheath plus. Resistance was felt and a decision was made to stop the withdrawal of the balloon catheter. The esheath was pulled back "quickly". Fluoroscopy guidance was not used to visualize the balloon entering the distal tip of the esheath. At this point, they used fluoroscopy and troubleshooting was performed. The decision was made to remove the balloon and the esheath plus as a unit. Once removed, it was noted that the distal tip of the esheath plus was split and a ruptured balloon was sticking out of the distal tip of the esheath. A second 14f esheath plus was inserted and an angiogram was performed, a small perforation in the left common femoral was noted. Bleeding around the 14f esheath plus was noted and a 16f esheath was used to seal at the arteriotomy while they interrogated the vessel for possible injury. The decision was made to use two percloses and hold pressure on the artery for 30 minutes to achieve hemostasis. Post-op the patient was stable, and no vascular complication were reported. On post operative day 1 the patient was stable, and the plan was for discharge.

Manufacturer narrative:
Investigation is ongoing. Device was discarded.

Manufacturer narrative:
Update to h6, component codes, type of investigation, investigation findings and investigation conclusion. The esheath plus was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR ) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The 3mensio imagery was returned and the following was observed: tortuosity was noted in patient's access vessel. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU ) were reviewed: esheath plus, prep and procedural manual. The esheath plus IFU, preparation manual and procedural manual were reviewed for guidance. The procedural manual provides guidance on balloon burst. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system, when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Based on this review, no IFU training deficiencies were identified. The risk management file captures risks for edwards device interactions (i.e. Edwards bav with the edwards esheath). This case utilized a non-edwards bav interacting with the edwards esheath. Edwards risk management system does not conduct risk assessments for events associated with non-ew devices. While a definitive root cause could not be determined, review of the complaint file suggests that retrieval of the non-edwards device with burst balloon likely contributed to the complaint event. As such, the review of the risk management file is complete, and no further action is required at this time. The complaints for a non-edwards device withdrawal inability through esheath and distal tip split were unable to be confirmed . As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. However, reviews of the DHR and lot history did not indicate presence of a manufacturing non-conformance. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. The complaint event description states , "during post-dilation with a non-edwards device, the non-edwards balloon ruptured near the end of inflation. The physician tried to withdraw the non-edwards balloon into the esheath plus, and resistance was felt so he stopped. They pulled it back quickly and did not use flouro guidance to visualize the balloon entering the distal tip of the esheath plus. At this point, they used flouro and tried to troubleshoot. The decision was made to remove the balloon and the esheath plus as a unit. It was noted that the balloon was sticking out of the distal tip of the esheath plus." It is likely that the balloon burst altered the balloon profile making it more susceptible to catching on the tip of the sheath, contributing to withdrawal difficulties through the sheath. During withdrawal, in order to overcome the experienced difficulty, excessive manipulation may have been applied, likely contributing to the reported sheath distal tip split. In this case, available information suggests that procedural factors (withdrawal of a burst balloon, excessive manipulation) may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment no corrective or preventative action is required at this time.